Manufacturer narrative:
Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and temperature and impedance test of the returned device were performed. Visual inspection showed the dome and an electrode ring were squashed. Microscopic examination revealed the ring was lifted, exposing internal components. When connected to the generator, no impedance was displayed; only temperature values were recorded. In addition, errors 105 and 106 were observed on the carto 3 system. The device was dissected and no readings were observed at the electrical wire of the dome; which caused the impedance failure. In addition, due to errors 105 and 106, the resistance of the sensors was measured and four open circuits related to this errors were found in the tip area. Further investigation of the peek housing section revealed that there was insufficient adhesive on the sensor wires. A manufacturing record evaluation (mre) was performed for the finished device, and no internal action was found during the review. The impedance issue reported by the customer was confirmed as an open circuit was observed. The potential cause of the open circuit related to impedance failure cannot be determined. The potential cause of the squashed dome and ring cannot be determined. The adhesive condition was traced back to the manufacturing process. The potential causes of the open circuits associated with errors 105 and 106 also cannot be determined. Errors 105, 106 and adhesive application issue are unrelated to the reported event. The instructions for use (IFU) advise that if the generator cuts off due to impedance or temperature alarms, the catheter should be withdrawn, and the tip electrode inspected for coagulum before reapplying rf energy. When rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip cleaned of coagulum, if present. When cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. The sterile packaging and catheter should be inspected prior to use. Do not use the catheter if the packaging or catheter appears damaged. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Internal actions are being performed to address process opportunities related to adhesive issues. Please note, the ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to smart touch unidirectional sf approved under p030031/s078. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a smart touch unidirectional sf for which biosense webster¿s product analysis lab (pal) identified the dome and an electrode ring were squashed. It was initially reported by the customer that during the operation, there was no impedance value reading from the device, and unable to discharge. A second device was used to complete the operation. There was no adverse event reported on patient. The customer's reported impedance issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 29-jul-2025, the bwi pal revealed that a visual inspection of the returned device found the dome and an electrode ring were squashed. These findings were reviewed and assessed as an MDR reportable malfunction since the integrity of the device has been compromised.